Event description:
It was reported surgical intervention to explant the scs system was undertaken due to insufficient pain relief. It was further reported the pain pattern was for back and leg pain. The patient reportedly had prior coverage but has not been evaluated for sometime. An sjm representative was not present for the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.